Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. During testing, it was noted that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong of the ac power cord was broken. The device was brought to the biomed dept for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.